Event description:
Reportedly, it was impossible to leave the opened session on the kora 250 dr s/n (B)(6) on (B)(6) 2025. The buttons to "quit" the session or to interrogate were grey.

Manufacturer narrative:
The review of provided data confirmed the reported issue on (B)(6) 2025 at 15h27 while interrogating the active implantable device kora 250 dr s/n (B)(6). On (B)(6) 2025, 2 follow up sessions were performed on the implantable kora 250 dr device sn (B)(6) at 15h24 and 15h26. Aida reading kept trying to resume several times at 15h27, aida reading remained blocked and never end reading. A known software bug may appear when aida reading is still going on and the user performs several operations: parameter programming, real-time tests, printing. The aida reading thread is stopped and restarted on each of these actions. When this happens too many times, after a while aida thread is no longer managed correctly: it either freezes or prevents other threads from starting, generating the freeze of the software modules. The most probable hypothesis of the reported freeze is that the programmer was slower because of aida reading and the different actions done by the user made the system even slower and aida thread was no longer managed correctly. The freeze made the user not able to leave the session. This case is retained and utilized for trend purposes.